Event description:
It was reported that during pre-surgery, it was discovered that the cord was cut and the wires were exposed on the foot control device. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which found that the cord was damaged exposing the wires, which is indicative of allowing the cord to come into contact with a sharp object. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/ or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.